Event description:
As reported, when placing to a PICC device, the guidewire was placed through the needle, but was not able to be advanced. When pulled back, it began to unravel. The pt was taken to radiology to remove a small piece of guidewire detached from the tip. There were no complications to the pt. The used device has been disposed of by the hospital.

Manufacturer narrative:
A device history review was performed on the reported lot number. The review confirmed that the device components met all material, assembly and performance specs. No previous complaints have been rec'd on the reported lot number. Although the used device was disposed of at the hosp and will not be returned for eval, an investigation is being conducted. Upon completion of our investigation, a f/u medwatch will be submitted.